Event description:
Attorney alleges: "after the 2000 implant of the x-trel systems, the patient began receiving intense electric shocks throughout their thoracic cavity. During revision surgery the extension was replaced as connection could not be made."